Manufacturer narrative:
A ge service representative performed an onsite investigation. The system disk and cine disk were evaluated and reinstalled. The system software was reinstalled. The system was tested and found to be working was intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.